Event description:
The report stated that during a spleenectomy, oozing/bleeding from two or three sealed tissue pedicles was observed. A forcetriad electrosurgical generator set at two bars was in use. There was no tension on the tissue during sealing. There was no patient injury.

Manufacturer narrative:
Date of initial report: 12/18/2008. The site has indicated tat the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.